Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.